Event description:
Instrument was sent in for repair, reported as having "shaft problem." When evaluated it was found to have wire in the tip and shooting straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to small piece of wire being loaded in the tip. This occurs when user deploys more than the recommended maximum number of constructs, as specified in the instructions for use for this device.